Event description:
It was reported that the battery was depleting quickly which resulted in the pump shutting down. The customer¿s blood glucose was 203(mg/dl). Reportedly the customer continued to use the pump for insulin therapy.